Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 2/13/2017 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the keypad was cut near the "down" arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 2/13/2017.